Event description:
When impacting the cup the tip of the inserter broke off causing a 20 minute delay.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The overall condition of the item indicates it has been well used. The returned 2999-52-550 instrument was custom manufactured specifically for this customer. Heavy use by the customer is the likely root cause. It is however recognized that improvements are possible to bolster the durability of this instrument. Improvements have been established through (B) (4) and it will now be sold under product code 2999-63-965 which is of similar design and includes the design improvements. Based on the investigation, additional corrective action was not indicated. Should any additional information be received, the investigation will be reopened. Depuy considers the investigation closed.